Manufacturer narrative:
(B)(4). Batch # t95272. Investigation summary: the analysis results found that the el5ml device was returned with no apparent damage. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed two conforming clips. The event described could not be confirmed as the device performed without any difficulties noted. Additional information was requested and the following was received: ¿clip went to applier but come out partly closed.¿ attempts are being made to obtain the following information: was there any patient consequence? To date no response has been provided. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a gastrectomy, the clip went to applier but came out partly closed. Patient consequence was not reported. No additional information is available at this time.